Event description:
In 2003 - pt underwent bilateral inguinal hernia repair. In 2008 - during routine annual physical blood work, pt's psa level noted to have risen up to 5.8. Pt diagnosed with prostate cancer. On the following month - pt underwent attempted radical prostectomy procedure. Urologist noted adhesions of mesh to bladder, did not perform procedure. On the same month - pt underwent prostate brachytherapy procedure for prostate cancer treatment instead. On a month after the original date - pt reports he's currently doing well.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has not been returned. While adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for eval or add'l info becomes available. Reference MDR 1213643-2008-00541 for info related to the other mesh implanted in 2003.